Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had unresponsive buttons. The customer did not know the blood glucose reading. She stated that she was going to suspend the insulin pump when she went on a lifeguard stand when she noticed the error. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and declined to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with b, up, esc and act buttons unresponsive due to corroded keypad traces. No button error alarm noted. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube, broken reservoir tube lip, belt clip slot, minor scratched display window and missing end cap sticker.